Event description:
It was reported that an ilet user experienced a prolonged high glucose reading for over 90 minutes while using a teflon 23-inch infusion set, with a ketone test showing a minimal trace; during troubleshooting, the blood glucose was 365 mg/dl and trending downward, and the caregiver attributed the event to a sleeping position potentially impeding insulin flow. Symptoms included hyperglycemia. Outcomes included user-led monitoring without supply change, with glucose trending downward and no hospitalization. Investigation included review of synced device data during the call and troubleshooting education. Investigation of this case revealed downtrending glucose with no confirmed device malfunction, and a plausible transient infusion flow impediment related to body position was considered. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.